Event description:
It was reported that during a ptca perfusion procedure, the balloon portion of the catheter separated in the guiding catheter during catheter exchange. The entire system was removed from the pt. No pt injuries or complications occurred.